Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system is oversensing resulting in numerous non-sustained episodes and one inappropriate shock.